Event description:
It was reported that when attempting to remove the wound drain, the drain tore. To the nurse's knowledge, there was no suture involved and nurse did not think any part of the drain was left inside the pt.